Manufacturer narrative:
At this time, no programming changes were made and the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited higher than expected pacing rates. When the patient was on a recumbent bike the heart rate was appropriate, however when using a machine involving arm movement the patient's heart rate abruptly increased. No adverse patient effects or symptoms were reported.